Event description:
Customer stated that the drive support cap is protruded. Customer also received an error alarm. Advised customer that the insulin pump must be replaced. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump passed displacement test, unexpected restart error test, basic occlusion, occlusion test and prime/compromised force sensor system. Unit was monitored and no external error alarm noted. Unit was received with cracked battery tube threads. Drive support disk was inspected and no anomaly was noted.